Manufacturer narrative:
Conclusions : it was unable to be determined that the returned samples were the exact portions separated from the actual guidewire, and there was no code available. The actual urethane pieces that were surgically removed from the patient were returned by the user facility for evaluation. The three (3) pieces are referred to below as sample a, sample b, and sample c respectively. All three (3) urethane pieces underwent close visual and dimensional inspection. Each piece showed the generation of complex deformation, including an accordion-like deformation and elongation. The result of each sample inspection follows: sample a exhibited signs of pulling and ripping. On one end, the edge had been pulled inward and in the center of the sample was a bulge from the material overlapping. Sample b exhibited one end being stretched out and the other end being cut. The cut cross-section had a smooth surface. The inspection also showed that the total length of the urethane piece had been sheared in a semi circular direction with the sheared cross-section being smooth. This suggests that the urethane layer had been sheared off and then stretched out. Sample c exhibited one end having a smooth cut with the other end having a round shape suggesting that this end was the distal tip. Portions of this urethane piece had been sheared off in a semi-circular direction. All of the urethane pieces were unraveled and dimensionally measured. The total length of the three (3) pieces were found to be longer than the length of the urethane layer that was missing from the main body of the actual guidewire. Therefore, it was impossible to determine that the three (3) returned pieces are the exact portions separated from the actual guidewire. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00243 to provide additional information regarding the evaluation of the returned pieces surgically removed from the patient's body.

Event description:
.

Event description:
The user facility reported that the urethane layer separated from a radifocus guidewire m during transplant surgery. The attending physician used a metal needle concurrently with the guidewire which resulted in the urethane layer separating and remaining in the patient's renal pelvis. The urethane layer was later surgically removed. The transplant procedure was completed successfully, and the patient is reported as "doing well."

Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. Visual inspection confirmed that the urethane layer had been separated from the core wire on the distal end at approximately 235mm on the proximal. Magnifying inspection of the separated urethane end found that the separation had been generated in a slanting distal direction indicating the guidewire was withdrawn through a metallic needle. Magnifying inspection of the area around the separation found several surface abrasions. Electron microscopic inspection found several creases as well. These findings indicate that the tip of the involved metal needle repeatedly came into contact with the urethane layer. Electron microscopic inspection of the separated urethane end revealed that the cross-section surface was smooth indicating the actual sample was pulled in the direction it was previously withdrawn from and was excessively scraped by the needle resulting in the urethane separation. The outside diameter was measured on the undamaged portion of guidewire and confirmed product specifications were met and comparable to current product. Further, the urethane layer was intentionally peeled off the undamaged portion of guidewire and there were no anomalies, including space or entrainment of air bubbles between the core wire and the urethane layer. A review of the device history and shipping inspection records indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that when the actual sample came into contact with the metallic needle used concurrently during the procedure, it caused the urethane layer to separate. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).